Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient¿s trial procedure, while the physician was introducing the needle, the patient reported sensitivity. It was also reported upon lead placement, the patient reported an uncomfortable sensation down his leg. The lead was removed and the leg pain subsided but the patient expressed some new pain in his foot. The physician prescribed medication.